Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that handle would not work properly after cutting tissue during a whipple procedure. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of follow-up report : 09/29/2016. The reported condition of the jaws being difficult to open was not confirmed. Mechanical function of the latch mechanism was acceptable. The jaws opened and closed normally when the latch was retracted and released. The knife cut of the device was tested on a silicone test strip with acceptable results. The handle latch opened properly and the trigger returned after cutting. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.